Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. A supplemental correction report is being submitted. The potential that this event could cause or contribute to a death or serious injury, or other significant adverse event, is remote. Additional information indicated that the programmer software was being updated at the time of the error, the programmer is not used with a patient when software updates occur; therefore, there is no potential to cause or contribute patient injury or death. Consequently, this event was inadvertently submitted under the medical device reporting regulations and is being redacted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the programmer displayed an error code. The programmer is being returned for repair. No patient complications were reported as a result of this event.